Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood and contrast on the coils which is consistent with the guide wire being used in the patient as reported. The tip was tugged on to confirm that the core and shaping ribbon were intact. There was a kink in the shaping ribbon, 1 cm proximal to the tip ball which is consistent with interaction with the lesion anatomy during the procedure as there was no damage reported during inspection prior to use. Analysis confirmed the reported guide wire separation as the core was separated at the proximal end of the hypotube. A small piece of the core remained in the hypotube. Scanning electron microscopy analysis of the guide wire suggests that the core failure may be attributed to ductile overload at a bend. It was noted that there was core extending out the hypotube, indicating the hypotube was properly attached to the core. A hypotube being over pulled or over bent would require it to be trapped within the lesion anatomy and/or another device in order to create the required forces to cause a separation. The lot history record was reviewed and there are no non-conforming material records associated with this lot. A query of the complaint-handling database was performed and there were no other incidents reported for this lot. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive hypotube junction pull test and performs outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. Overall, the reported guide wire separation appears to be related to operational context of the procedure and there is no indication of a product quality deficiency.

Event description:
It was reported that the guide wire was used to treat a lesion in the mid left anterior descending artery with no tortuosity. No resistance during advancement or removal was reported. After the guide wire was removed from the patient, it was noted to be separated. The site feels that the guide wire core was separated during use and was held together by the coils, therefore did not completely separate into two pieces until after it was removed from the patient. No adverse patient effects were reported. No additional information was provided.